Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) healthcare system. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was entering sleep mode, causing loss of communication. A field service engineer (fse) addressed an issue where the tse technical support engineer was unable to remote into the station due to it being in an inactive state. Fse logged into the admin side of the station and updated the sleep settings, changing the sleep mode from 30 minutes to never to prevent future communication loss. The customer tested the system afterward and verified that it was functioning correctly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stations went to sleep mode and disconnected on remote smart service. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.